Event description:
It was reported that during a pta/stenting treatment procedure, the shaft and balloon severed off of the liberte bare monorail 12/5.0 mm stent delivery system and were left inside the pt. It is noted that the liberte stent is indicated for coronary use, but was deployed at 14 atms in the superficial femoral artery (sfa). Upon removal of the device, the shaft became caught on the guide catheter. Approx 40 cm of the shaft and balloon severed off and were left inside the pt. The pt was sent for surgical intervention.

Event description:
It was further reported that the lesion being treated was a 90% stenotic lesion in the superficial femoral artery (sfa). The physician used a 6f introducer sheath for vascular access. The balloon had been inflated one time and did not rupture prior to the shaft fracture. Resistance was encountered when withdrawing the balloon through the introducer sheath. Unsuccessful attempts were made to snare and remove the device. The patient's condition remained stable during the event. Open surgical removal was performed in order to remove the retained portion of the device. Current patient status is reported as "well".